Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited lead noise oversensing resulting in automatic mode switch on the pulse generator. The noise also triggered alerts for atrial tachycardia and fibrillation. The clinic was able to reproduce the noise on the intracranial electroencephalograph (eeg). The lead was reprogrammed to address the anomaly. The patient was in stable condition.